Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(6).

Event description:
The reporter indicated that a 13.2.mm vticm513.2 implantable collamer lens of 10.0/2.0/108 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2023. On (B)(6)2023, the lens was removed and replaced due to a lens tear/break during loading. The problem was resolved. Cause of the event is unknown.